Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) is no longer receiving stimulation and is unable to communicate with or charge her ipg. An sjm representative met with the patient and confirmed the issue. Surgical intervention is pending to address the issue.